Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The viperwire guide wire was inadvertently pulled into the coronary orbital atherectomy device (oad) during treatment in the left anterior descending artery. The tip of the wire fractured. The fragment was removed without the aid of an additional device. A second wire was used to complete the procedure.